Event description:
The customer stated a patient generated a nonreactive result on the architect ag/ab combo assay. This sample was tested again by mistake and yielded a reactive result. The sample was retested four additional times with nonreactive results. A review of the results logs showed many occurrences of error code 1007, unable to process test, activated read failure. No impact to patient management was reported.

Event description:
It was reported that patient underwent knee arthroplasty in 2009 utilizing a tibial plate with locking bar. During the surgery, the locking bar became stuck in the polyethylene component and the entire component had to be removed. An unmatched size was used to complete the procedure. A delay of greater than thirty minutes was reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer obtained troponin (accu tni) results above the ami cut off from one patient's sample. Upon repeat analysis on a different analyzer lower results were obtained. The specimen was also tested by another method and troponin result was 0.01 ng/ml a fresh sample collected from the patient gave accu tni results in a lower clinical range when it was tested on this and on the different instrument . The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). In the previous medwatch submission, architect i2000sr analyzer, serial # was incorrect. The correct architect i2000sr analyzer (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.